Event description:
It was reported via clinical trial the target lesion # 1 was located in the distal right coronary artery (rca), (B)(4) with 99% stenosis, a length of 12 mm, and a reference vessel diameter of 2.50 mm. Pre-dilatation was performed prior to placement of a 2.50 x 18/20 mm study stent, and post-dilatation left a 0% residual stenosis. Target lesion # 2 was located in the mid left anterior descending (lad), (B)(4), with 75% stenosis, a length of 10 mm, and a reference vessel diameter of 3.0 mm. Pre-dilatation was performed prior to placement of a 3.0 x 18/20 mm study stent, and post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. Post procedure the patient was reported to have no reflow in the distal rca. There was no reported treatment. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Occlusion is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.